Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the company representative (rep) regarding a patient receiving unknown intrathecal medication at unknown concentration/dose via an implantable pump for non-malignant pain. It was reported by the company representative (rep) that the patient was seen on (B)(6) 2024 for a refill and the low reservoir alarm (lra) and empty reservoir alarms were occurring. The company rep stated the reservoir was updated along with the alarm volume. The company rep stated patient went home and continued to hear audible alarming from the pump.

Event description:
Additional information received from the healthcare provider (hcp) via a manufacturer representative (rep) indicated that, on (B)(6) 2024, the patient's pump was alarming and logs were "fine". Technical services discussed confirming pump logs and old alarm logs. They discusses checking the status and confirming there was no active alarm tab available on the home screen. Additional information received on 2024-12-20 indicated that the alarming after the refill was fixed with silencing the alarm. When asked about the cause of the patient's empty pump, a "previous low reservoir alarm" was noted. It was unknown if there was an active alarm seen in the pump logs. The alarms was reported as "random beeping". The pump alarm was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the empty pump was the patient missing their refill appointment.